Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord shorted out and no longer had lights on. The patient mentioned that the power cord sparked when tried to plug in. Due to the potential damage, the company representative advised about the product return and replacement. No adverse patient effects were reported.